Event description:
Following ect treatment, the nurse smelled an odor upon removal of the electrode pad. A 1 cm dry white patch was noted on the pt's skin where the electrode pad had been placed. Prior to the treatment, the pt's skin was prepped in the temple area per protocol. Topical silvadene ointment was applied to the area.